Event description:
The customer reported that the insulin pump was alarming like a siren. Assistance was provided in setting the alert type. A self-test was performed and the insulin pump did beep during the tone test. The customer's blood glucose was 115 mg/dl.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.